Event description:
The physician tried to perform eus-fnb procedure in pancreas. He pushed the needle sheath and fixed it. After the puncture, he tried to remove the needle but the luer lock did not move at all. And other cases were the same. The nurse found that the 3 needles were the same lot no. This report covers the 1st needle. Additional information received on 31-aug-2021: the customer complaint form references that 3 devices were affected, could you please confirm if these 3 devices were used with the same patient on the same day? All 3 needles happened at the same day but different patients. But all 3 cases happened continuously happened for an hour. Could you please confirm if a distal kink occurred with all 3 devices? Yes, all 3 needles were.¿ device evaluated on 11-oct-2021: 'proximal needle break below sheath extender and mlla off centre' patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No . If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas if the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. 1.5cm . If not with the device in question, how was the procedure performed and/or finished? They used another lot no of procore 20 . Was the device used in a tortuous position? No . Are images of the device or procedure available? No . Was the device damaged in packaging before removal? Nurse already checked. Was the device damaged on removal from packaging? No . Was force required to remove the device? No for complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus , gf-uct-180 . Was the scope recently serviced / repaired? No . Was resistance felt while inserting the device through the scope? No . When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? The time when they tried to remove the needle out of the scope channel, was the syringe used during the procedure, after the stylet was removed? Yes . Was difficulty experienced while retracting the needle? No . Was it possible to fully retract before removing the needle from the patient? Yes . Was gaining access to the target site difficult? No . Was the endoscope in a flexed or twisted position at any time during the procedure? No . Was puncture of the target site difficult? =>no . Was the stylet partially removed when advancing into the target site? No . How many samples were obtained with this needle? None of samples were obtained in this case. . Did any section of the device detach inside the patient? No . If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No, after the 1st puncture, sheath tip bent. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No . Was there difficulty in attaching or detaching the device of the leur lock to the scope? No . If the device is a procore, is the kink located distally at the notch / core trap? No

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1831636 of echo-hd-3-20-c was returned opened not in its original packaging. It should be noted that this device was one of 3 units returned under the same lot c1831636 where the other 2 devices were captured under (B)(4). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 11 october 2021. The returned device lab findings and observations can be referred through the attached files. A proximal break was observed beneath the sheath extender. The mlla was observed to be off centre. Image review: n/a. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1831636 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1831636. The notes section of the instructions for use, (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. Although the additional information states that no force was required on insertion of device into scope a possible root cause could be attributed to the sheath/needle damage occurring due to the difficulty the user encountered in removing the handle from the scope due to the off centre mlla shaft. Additional engineering input stated that both failures, the mlla being found to be off-centre and the proximal needle break below sheath extender, are related due to the fact that if the device/handle was suspending from the scope, then the weight of the handle could stress the needle the mlla. Summary; complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 12-aug-2022.